Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the functional test procedure due to a signal-to-noise ratio (snr) measurement out of specification. The measured snr was 1925, which was below the specified requirement of greater than 2000. The optical bench was replaced. Following replacement, the snr measured 5628, which met the specified acceptance criteria. The controller was tested and no further issues were identified. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Section d9 (date device returned to manufacturer) was incorrectly reported and has been corrected to reflect the accurate date the device was returned.